Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2267 (air and fluid in set) alarm on a homechoice (hc) machine during fill six of six. The technical service representative (tsr) explained the alarm. During troubleshooting, it was found that the hp was having problems with the setup and had removed a bag during therapy and connected a new bag. The tsr explained the proper procedure for adding a solution bag. The tsr assisted the hp in clearing the alarm and ending therapy. The hp was to complete therapy with manual supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Use error and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.